Manufacturer narrative:
The complaint was created from an email from a patient with very limited information, no materials, surgeon, date of event or index procedure, postoperative physical activity or comorbidities were provided. No radiographs or images were provided so the complaint could not be confirmed. Due to a complete lack of information no root cause can be determined however implant selection and placement, excessive postoperative physical activity, pseudarthrosis and bone quality are the likely cause or contributors. No additional investigation can be completed at this time. No product line, material or lot numbers provided so no manufacturing or labeling review could be completed, should the patient respond with additional information a follow up report will be filed.

Event description:
An email was received from a patient stating that before his lumbar area had become fully fused there were two rods used in the fixation procedure and one of them had completely fractured, as discovered on a routine x-ray 8 months following surgery. He was immediately scheduled for revision surgery to correct the issue. The revision surgery involved re-opening his lower lumbar and replacing the failed hardware with a four rod construct. This revision surgery caused additional pain and suffering through extended rehabilitation and reduced functionality required during the extended fusion period.